Event description:
A patient service representative (psr) contacted zoll customer support while fitting a patient to report that a battery was damaged. The psr was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is complete. The reported problem (damaged battery pack) was confirmed. As received, the battery pack would not power a monitor or charge. Upon investigation, the battery pack nickel strips were shorted. The root cause of the short cannot be positively identified. No adverse event resulted from the defective battery. Patient was issued a replacement battery pack.